Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were sticky and had to press harder. Customer stated that the insulin pump's seal to reservoir housing came off. Customer reported that insulin pump had rejected new batteries and louder to rewind. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.